Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had less than expected relief from their implantable neurostimulator (ins). Follow up information received from the manufacturer¿s representative reported that after speaking to the doctor¿s admin, the patient had not been seen since (B)(6) 2017. Further, nothing further had been heard from the patient and the representative believed that they were in a ¿holding pattern¿ for right now. The representative was also going to look in to the status of having the patient¿s device system registered. Additional information was received from a manufacturer representative (rep) on 2018-aug-30. The healthcare professional (hcp) has spoken to the patient about a pump implant back several months ago. The patient told the rep on 2018-aug-30 that they would let the hcp know that they are now willing to pursue that option as they still are not getting adequate pain relief. The patient reports anywhere between 30-70% pain relief dependent on activity level. No further complications were reported/are anticipated.